Event description:
Report received from baxter (B)(6) stating the povidone/iodine sponge fell out when the packing was opened. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.